Manufacturer narrative:
The graft remains in situ and therefore cannot be returned for evaluation. Work order (B)(4) was reviewed and appears complete and correct. The device order form signed by the physician was compared to the fen layout and work order, which contains the fenestration layout and photographs during manufacture and found to align. There are a number of processes and checks in place to ensure that the fenestration placement and dimensions are manufactured as per the device order form signed by the physician. From the information provided in the complaint it is difficult to determine a definitive root cause, there is no evidence to indicate that the device was not manufactured according to the signed order form. It is possible that one or more of the following factors may have contributed to this complaint: fenestrations planned in incorrect positions. Implant sizes incompatible with anatomy. Changes in patient anatomy between time of planning and procedure caused. Misalignment of fenestration position. Procedural factors. Patient factors.

Event description:
It appears that the large fenestration built for 12:00 position is closer to 12:15 or 12:30 in relation to the 12:00 vertical anterior marker. The discrepancy was enough that the doctor decided to go back in and cannulate/stent the superior mesenteric artery (sma) to correct the miss-alignment. In the ap image, it appears that the sma ostium outline is off to the right of the large fenestration.

Event description:
It appears that the large fenestration built for 12:00 position is closer to 12:15 or 12:30 in relation to the 12:00 vertical anterior marker. The discrepancy was enough that the doctor decided to go back in and cannulate/stent the superior mesenteric artery (sma) to correct the miss-alignment. In the attached ap image, it¿s appears that the sma ostium outline is off to the right of the large fenestration.